Event description:
It was reported that when the device was used during an esophagus procedure, the device locked out. Another device was used to complete the case. There was no consequence to the patient.